Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the lot number could not be provided by the facility. Gambro has identified the lot numbers of the bicart products shipped to this customer prior to this event. No nonconformity has been identified in the device history record for those lot numbers.

Event description:
According to the charge nurse, the pt had completed an uneventful dialysis treatment with no alarms or anomalies observed during the treatment. The pt was discharged from the facility and awaiting transportation when he had a cardiac arrest. A code was called and he was transported from the dialysis unit to the hospital emergency dept. Resuscitation efforts were unsuccessful and the pt expired. The phoenix machine was inspected by a gambro service technician who verified calibration and functionality of the machine. The revaclear dialyzer, bicart and cartridge blood tubing set were all discarded and not available for inspection.